Manufacturer narrative:
Reporter phone number (B)(6).

Event description:
The customer reported a speaker malfunction inop was displayed on the intellivue mx550 patient monitor and no sound was coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.